Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate or respond to a magnet. Cpi technical services recommended replacement of the device and evaluation of the lead system.